Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the consumer reported that she had diarrhea that resulted in weight loss and she was in pain. The patient stated she had been having a lot of problems and was still in pain and had talked to their healthcare provider and went to their regular doctor who gave them pain meds. The patient noted the lead issue was not resolved and she had been waiting almost a year. The patient mentioned she was still waiting to have the wires changed and it had been a long time and she was told they were going to doing it first in march, then in april and then may but it still hadn¿t been done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported that on (B)(6) 2015 manufacturer representative programmed the device and a thoracic spine MRI was ordered which showed the lead intact at the t5 level. Later to eliminate possible confounding factors to the possibility of lead migration, the patients gabapentin was adjusted (with no noticeable relief). A "sij" injection was performed to see if the pain was sij initiated but the pain persisted even after the injection. On (B)(6) 2017, per "ov note", the patient was seen with the manufacturer representative who suggested a lead migration and advised for replacement. At the time of report, the issue of the right side wires not working had not yet been resolved.

Manufacturer narrative:
Other applicable components are: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(4) 2008, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that their right side wires were not working. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the right side wires just stopped working even though the patient tried to get coverage they just didn't feel anything. The patient reported it kept hurting them so they got a shot to see if it would help. The patient reported they are going to have a new wire put in on the right side. No complication or further complications reported and/or anticipated.